Manufacturer narrative:
(B)(4). A non-covidien service provider replaced the display. The customer reported that the ventilator was returned to service. Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that the ht70 ventilator had an erratic display. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.